Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033924) on 18-feb-2014. The most recent information was received on 19-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil bunched up and broken into uterine wall"), pelvic pain ("extreme pain on the left pelvic area/pelvic pain"), systemic lupus erythematosus ("exacerbation of lupus symptoms"), back pain ("back, shoulder and neck pain"), musculoskeletal pain ("back, shoulder and neck pain"), neck pain ("back, shoulder and neck pain"), genital haemorrhage ("heavy bleeding/heavy abnormal bleeding") and fallopian tube perforation ("left essure coil perforated through the tube and was in the uterine cavity") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg (hysterosalpingogram) test was not performed". The patient's past medical history included endometriosis, fallopian tube obstruction and laparoscopy. Concurrent conditions included lupus erythematosus and hyperthyroidism. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), systemic lupus erythematosus (seriousness criterion medically significant), back pain (seriousness criterion hospitalization), musculoskeletal pain (seriousness criterion hospitalization), neck pain (seriousness criterion hospitalization), device breakage ("essure coil bunched up and broken into uterine wall"), genital haemorrhage (seriousness criterion hospitalization), alopecia ("hair falling out"), weight increased ("weight gain"), depression ("depression"), hypoaesthesia ("numbness hands and feet"), headache ("headache"), fatigue ("extreme fatigue"), vision blurred ("blurred vision"), abdominal distension ("bloating"), constipation ("constipation"), peripheral swelling ("swelling feet"), dyspareunia ("painful intercourse"), abdominal pain ("severe cramps/abdominal pain"), menstrual disorder ("clotting with periods") and hypothyroidism ("hypothyroidism"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was hospitalized for 2 days. The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the embedded device and vulvovaginal pain outcome was unknown, the pelvic pain, systemic lupus erythematosus, genital haemorrhage, abdominal pain and menstrual disorder had not resolved, the back pain, musculoskeletal pain, neck pain, headache, fatigue, vision blurred, abdominal distension, constipation, peripheral swelling, dyspareunia and hypothyroidism had not resolved and the device breakage, fallopian tube perforation, alopecia, weight increased, depression and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, depression, device breakage, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypoaesthesia, hypothyroidism, menstrual disorder, musculoskeletal pain, neck pain, pelvic pain, peripheral swelling, systemic lupus erythematosus, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter provided no causality assessment for fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index (B)(6). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (device breakage) was reported. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical defect could not be evaluated in more detail due to lack of sample return. The technical investigation concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. Most recent follow-up information incorporated above includes: on 19-jul-2017: summons received: lawyer reporter added, case became incident and potentially legal, new event added (vaginal pain). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.